Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number was (B)(6). The ast reagent used on the cobas pro c503 analyzer was expired at the time of the sample testing. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable alanine aminotransferase acc. To ifcc (alt) results from the cobas 8000 cobas c 701 module. The customer suspected an interference. The initial result was 0.2 u/l. The repeat result with a decreased sample volume was -3.7 u/l with a data flag. The repeat result with an increased sample volume was 1.4 u/l. The result using the j&j (dry chemical test) method was 43.8 u/l. The customer tested the sample using the altp gen.2 reagent on a cobas pro c503 analyzer and the result was 71.8 u/l the questionable results were not reported outside of the laboratory.